Event description:
The iab was inserted into the pt on 8/7/97 at 2:45 p.m. On 8/8/97 at 4:00 p.m., the dr had difficulty removing the iab from the pt. After the iab was removed, a c-clamp was put on the pt and the pt's blood pressure went down. Also there was a moderate amount of oozing. Hand pressure was held, the oozing stopped and the pt's pulses returned. On 10/01/97, datascope was notified that the iab was discarded and would not be returned for eval. Event complications: minor ischemia/hypotension/bleeding-reported 9/25/97. Pt's current status: discharged-rpt'd 9/25/97.